Event description:
Patient came into the hospital as outpatient for a 45 day follow up tee for watchman placement. It was discovered that the watchman was dislodged and migrated from left atrial appendage to the infra renal abdominal aorta. It was successfully retrieved in the operating room.